Manufacturer narrative:
This event is a duplicate to regulatory report 3007566237-2016-00734. As the device was not manufactured by this company the previously reported patient and device codes are no longer applicable. There is no complaint of a patient death related to a medtronic product in this event, therefore no additional supplemental regulatory reports will be submitted for this event.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. The exact date of death is unknown. The date reported was the date that the health care provider found out about the event. (B)(4).

Event description:
Information was received from the health care provider (hcp), regarding an unknown patient. Drug information, indications for use, concomitant medications, and patient history were not reported. It was reported that an unknown patient had an MRI, where all of drug dumped into the patient's body and the patient passed away the next day. The patient had overdosed with a lethal amount of drug. The manufacture of the device, the patient, follow-up doctor, if an autopsy would be performed, and drug regarding this issue was unknown. The information was "heard fourth hand." It was unknown what manufacture device it was related to. The initial reporter (the health care provider) did not have any further additional patient or device information, thus good faith effort was met. No follow-up could be obtained.